Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was able to be loaded with a weck hem-o-lok clip. However, once inserted into the port (into the patient), the medium-large clip applier instrument would not release the clip on the side which made the clip application incomplete. One side of the medium-large clip applier instrument appeared to be bent towards itself which made it ineffective in properly holding/utilizing the clips. A fragment fell into the patient and was retrieved during the same procedure. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while placing the hem-o-lok clip on a bundle with the duct and vessels. When the clip applier failed, the surgeon opened the jaws, and the polymer clip fell from the medium-large clip applier instrument into the patient's viscera. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The surgeon utilized a prograsp forceps instrument to retrieve the clip and place it inside a laparoscopic specimen bag utilized inside the patient. All fragments were retrieved. The entire clip that fell off the medium-large clip applier instrument was retrieved from the patient's insufflated abdomen and visualized as intact once the specimen bag was removed from the abdomen. No additional surgical procedure was required to remove the fragment. No additional surgical procedure was required to remove the fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to found to have one severely bent grip, causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.